Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt unable to complete an ECG fall-off test. The cause for failure was isolated to open wires in the ECG c and d cable causing ECG c to recognize intermittently. The root cause for the open wires could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.